Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the helix could be fully extended and retracted.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. There was placement difficulty as the helix was unable to extend while in the body, however, it was able to extend when removed. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.